Manufacturer narrative:
Phone number not provided.

Event description:
The customer reported that the defibrillator's ready-for-use indicator (rfu) displayed a blinking red x, indicating that the device was not ready for use. There was no reported patient involvement.